Event description:
The patient stated that she was hospitalized due to diabetic ketoacidosis, with a blood glucose of 700 mg/dl. The patient also stated that she was having problems with the insertion device not inserting properly. The patient felt that it was weak, and not inserting with as much force as it used to. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2014-84057.